Event description:
It was reported that there was stimulation in the wrong location. As a result of this event the lead was replaced. Per manufacturers¿ records, the device was removed as of (B)(6) 2015. Impedance testing and reprogramming were done. Additional information reported the issue was not device related, the physician was not sure why stimulation was in the wrong location. The patient recovered without issue and stimulation location was resolved.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v181446, implanted: (B)(6) 2009, product type lead; product ID 3037, serial # (B)(4), implanted: (B)(6) 2009, product type programmer, patient. (B)(4).